Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the distal end of the instrument's main tube exhibited scratch marks, with a small piece of the tube insulation missing. No other damage was found.

Event description:
It was reported that during a da vinci surgical procedure, the insulation on the bowel grasper instrument was broken/cut, and the metal shaft was exposed. There was no report of fragments falling into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.